Event description:
It was reported that 36 in 15 drop secondary set w / hgr had foreign matter on the tip of the spike. The following information was provided by the initial reporter: material#: ms3500-15, batch / lot#: unknown (lot number provided but is invalid- 10885403222610). It was reported that there was brown sediment found in the tip of the spike.

Manufacturer narrative:
H.6. Investigation: a complaint of foreign matter found on the spike was received from the customer. A sample was returned for investigation and through visual inspection the customer complaint was verified. A brown substance was found on the spike after removing the cap. A device history record review could not be performed on model ms3500-15 because an invalid lot number was provided by the customer. The root cause has been determined to be a result of the supplier process in which the spike component has come into contact with grease used in the molding machinery. Although the supplier of the spike component has been previously notified of this issue, bd tj supplier quality has been made aware.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 10885403222610. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 36 in 15 drop secondary set w/hgr had foreign matter on the tip of the spike. The following information was provided by the initial reporter: material #: ms3500-15, batch/ lot #: unknown (lot number provided but is invalid- 10885403222610). It was reported that there was brown sediment found in the tip of the spike.